Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose 46 mg/dl. Customer also reported motion sensor test failure. Customer did not troubleshoot their low blood glucose reading. Insulin pump will not be returning for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime/a33 test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to perform the occlusion test and the excessive no delivery test or verify a broken force sensor alarms due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to verify motor position encoder alarm in the alarm history file due to history file being overwritten the information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.